Manufacturer narrative:
.

Event description:
The rep reported revision of the dbs pulse generator (lead product replacement is unk); impedance readings had been greater than 2000 ohms on some or all of the unipolar pairs at 10 ua. It was unk if there was an open circuit. There were no pt symptoms reported. The rep had anticipated follow-up with the pt. It is unk if total system revision occurred in 2008; the pt outcome was not reported. Additional info has been requested from the rep.